Event description:
It was reported that the right ventricular lead exhibited high threshold and noise. The lead was capped and replaced. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).